Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported the patient was hospitalized in 2009, due to an incident of hyperglycemia. The reporter stated the patient had been experiencing labile blood glucose with many unexplained lows. On the morning the same day, she had a seizure and paramedics were called. The paramedics measured the patient's blood glucose as 57 mg/dl. She was given glucose gel and transported to the hospital. At the hospital she was removed from the device but continued to have issues of hypoglycemia. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.